Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that the patient experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number 7513024, and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: capsular contracture baker grade 4. Concomitant products: 465cc mentor memorygel breast implant, catalog # shpx465, serial # (B)(4). Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation primary with a 465cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture (baker grade 4) and implant site hematoma. In addition, the patient suffered a chest injury from a car accident that required ER visit for studies. As a result, the patient underwent removal and replacement of the right-sided implant with mentor memorygel breast implant, catalog # shpx465, serial # (B)(4).